Manufacturer narrative:
The lens was a 12.50/+1.0/068 diopter. The patient was reported as doing well at last post-op visit. H6: work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Expiration date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, into the patients left eye (os) in (B)(6) 2021. At 6 months post-op, the lens was reported as having low vaulting which subsequently caused inflammation and acute anterior uveitis/iritis had developed. One day after taking intensive topical steroids, the patients symptoms had improved dramatically. The lens remained implanted. Additional information has been requested but none has been forthcoming.